Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device often displays e4 occlusion errors despite changing the infusion set, cartridge, and adapter. The patient believes the insulin delivery is inaccurate, and he has experienced hyperglycemia as a result. He delivered insulin via pen to lower his blood glucose. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. E4 errors were found in the history, and the occlusion limits were tested successfully. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The priming of the pump was tested and meets the specification.